Manufacturer narrative:
H3: visually, there was no damage in the construction of the device. Functionally, a syringe was used to inject 20cc of air into the cuff balloon and no issues were encountered. The cuff was re-inflated and deflated multiple times and no leaks were observed. For further analysis, a leak test was performed by submerging the device in water and no bubbles (leakage) were observed. The cuff and pilot balloons were manipulated, and no leaks were observed and the pilot balloon inflated as intended. No deformities were observed in the cuff while inflated. In the returned condition, there was no out of specification condition that was related to the complaint. H6: codes are updated. Previously applied fdm b17, fdr c20, fdc d16 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after opened the endotracheal tube package before the surgery, found that the endotracheal tube cuff was difficult to open. After rubbing and inflating the cuff with 5 ml syringe and 5 ml of air, the cuff surface was uneven, so gave up using the endotracheal tube. The procedure was extended by 10 minutes. The procedure was completed by another emg tube. There was no patient impact.